Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient needed an MRI and that when she went to turn her device off a couple of days ago, she received a power on reset (por) message on her patient programmer. The patient stated that she had not been around a lot of medical equipment, but that she does work in a hospital. The patient wanted to know what to do, since she has not spoken to her managing health care provider in years. Patient services provided the number to the national answering service (nas) to possibly page out a manufacturing representative for assistance. No patient symptoms, harm, or further complications were reported.